Event description:
A customer reported a malfunction alarm with their pump, indicated by a malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, but the issue persisted after the reset. Consequently, it was decided to replace the pump, and the customer opted to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.